Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a sensor anomaly. The customer stated they did not observe a needle when inserting the sensor into the inserter. The customer was advised the needle may be retracted into the sensor. Customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.